Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional information is received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(6) that there was a leak with an interlink i.v. Catheter ext set/male ii adapter set. The peripherally inserted central catheter (PICC) line extension tubing was found leaking and there was reflux into the PICC line. The device was flushed and a new extension set was attached. The problem was noted during patient use; therefore, there was patient involvement. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). A sample evaluation was performed which identified that the leak was found to be due to a cut in the tubing below the female luer. The root cause for the reported leak was determined to be due to a cut in the tubing.

Manufacturer narrative:
(B)(4). Two units were received for evaluation. Visual inspection was performed. No defects were observed. One unit failed the pressure test at 8psi due to a leak near the female luer lock. Unit that did not fail also passed functional test. The customer reported problem was confirmed by the sample evaluation.